Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. Device programmed with multiple sensor glucose value and all registered properly in the summary history noted. Device received with pillowing keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On jun 12, 2021 the pump was returned due to customer allegation to pump under delivering, cosmetic damage at the pump case, and was hospitalized for high bgs. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. No under delivery anomaly or over delivery anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. In further full review of the pump history on the event date of jun 13, 2021 found bolus deliveries of 2u at 10:07am, 0.5u at 12:24pm, 2.8u at 2:02pm, 2.7u at 3:15pm, 2.6u at 4:30pm, 4u at 5:01pm, 2u at 6:49pm, 3.6u at 10:08pm, and 1.3u at 11:49pm. No damage on the retainer during visual inspection. The test guardian link with the glucose sensor simulator and the test bg meter communicates properly to the pump. Pump programmed with multiple sg value and all registered properly in the summary history noted. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay. Cosmetic damage was confirmed where pillowing keypad overlay was noted. No cracks noted in pump case during visual inspection. Allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was 241 mg/dl. Customer reported currently at the hospital, insulin pump was replaced a month ago due crack and with the new pump sensor glucose 88 mg/dl but based on the hospital meter blood glucose was 241 mg/dl. Customer treated with insulin pump and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, due to insulin pump and sensor not reading correctly, customer stated she started with the new pump she had been in and out of the hospital. Customer stated that they did not used auto mode feature at time of high blood glucose event. The customer stated that displacement verification test was passed. The insulin pump will be returned for analysis.